Manufacturer narrative:
Product complaint # (B)(4). Potential lots: r40d62, r4172u, r5ae8r, r4013z. Device history of potential lots within bounding of field action: lot r40d62: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 04/20/2018, expiration date 03/31/2023. Lot r4172u: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 11/30/2018, expiration date 10/31/2023. Lot r5ae8r: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 10/26/2018, expiration date 09/30/2023. Device history of potential lot not within bounding of field action: lot r4013z: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Manufacturing date: 1/12/2018, expiration date 12/31/2022.

Manufacturer narrative:
Product complaint # (B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If available, please provide the lot number of the device. What were the indications for surgery? What specific surgical procedure was being performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Was a leak test performed in the initial surgical procedure? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? What is the current status of the patient?

Event description:
It was reported that following a rectum procedure, there was anastomotic leakage. No further information.